Event description:
During a pta/stenting treatment procedure, the biliary wallstent w/monorail delivery system guidewire was wrapped around the stent. As the physician pulled the guidewire to straighten it, the guidewire cut through the stent. The physician was unaware that the guidewire was wrapped around the stent. However, it is suggested that the cause of this incident was a procedural issue. The whole device was removed and the procedure was aborted. No pt injuries or complications were reported.